Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.1 failed to close. A field service engineer verified the customer reported issue and confirmed that the main half height enhanced drawer 6.1 would not close and required replacement. The field service engineer replaced the half height enhanced drawer and configured the new drawer. The customer was able to recover successfully. The field service engineer logged into the hardware test application (hta) and performed final testing on main half height enhanced drawers 6.1 and 6.2, with all final tests passing successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 6.1 would not close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.